Event description:
On (B)(6) 2026, the user reported being admitted to the hospital due to heart-related issues. The user stated that diagnostic testing was performed, including an electrocardiogram, x-ray, and ultrasound, followed by a catheter procedure and related surgery. The user reported feeling better at the time of follow-up and indicated that an additional procedure related to the same condition was planned in approximately four weeks.

Manufacturer narrative:
Review of the data management system confirmed that the user was actively using the system with up-to-date information at the time of the event. Based on the available information, the event was not related to the device thus does not require further investigation.